Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation the melted component was likely due to degradation problems and the image issue was likely caused by an electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burned and there was no image. There was no patient involvement.